Event description:
It was reported that during an atrial lead revision, the helix would not retract. Positioning/fixation difficulty was also indicated. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly. The full lead was returned and analyzed.